Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. Lot identification is necessary for review of device history records, and lot identification was not provided. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: japan.

Event description:
It was reported that before surgery, the pv did not work even after pulling the trigger. The surgeon used another product. There was no patient harm/injury or surgical delay as there was no patient involvement. There were no reports of inadequate saline bag placement. During device evaluation and visual inspection of the interior of the pack, it was found that the batteries had leaked electrolyte inside of the pack. Due diligence is complete, no further information is available.